Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), lot: 17966077. Product family: scs-linear leads upn: (B)(4), model: sc-2366-50, serial: (B)(4), lot: 17377056.

Event description:
It was reported that patient experienced inadequate stimulation approximately two years ago. She elected to have her system explanted without troubleshooting or reprogramming. The patient underwent a system explant. The patient is reportedly doing well.